Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing worsening heart failure and abnormal pump parameters. The patient had ongoing frequent pulsatility index events with multiple elevations in flow (to 10 l/min) and pump power (to 10 watts) for a period of a week. An echocardiogram ramp study on (B)(6) 2015 demonstrated partial closure of the aortic valve at 10,000 rpms and complete closure at higher speeds. At a speed of 10,000 rpm, the power was noted as 8.7 watts and the pulsatility index was 5.3. The patient was hospitalized and treated with heparin. A transplant was performed on (B)(6) 2015 for suspected device thrombosis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of thrombus could not be confirmed and no device-related issues were identified during the evaluation of lvad pump. The device was returned assembled with the driveline cut approximately 9.5¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4.5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.